Event description:
Pt complains of implant rupture atypical rheumatic syndrome manifested by: positive rheumatoid factor, elevated iga & igm, abnormal esophagal transit times & abnormal nerve conduction studies with demyelination, dupuytren's contracture bilaterally multiple nodues of the nads, breast disfigurement, poly arthnalgic, chronic fatigue, insomnia, headaches, muscle pain, muscle weakness, memory loss with decreased cognitive fun, numbness & tingling of hands, dry eyes, dry mouth, mouth ulcers, & past history of pneumonitis, & pleurisy. She takes foldene for rheumatoid, arthritis & xanax for anxiety.